Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the heater cooler was noisy. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.